Event description:
Information received does not address the patient's clinical status but notes that the patient presented to the hospital 2 days post implant with atrial loss of capture and >2500 ohms unipolar lead impedance. When the high impedance was noted at implant, the pocket was reopened and the setscrew was tightened, resulting in normal impedances. Two days later, the procedure was repeated, but the high impedance remained. Therefore, the device was replaced.